Event description:
It was reported the patient had to press the increase amplitude button on her programmer multiple times in order to receive a response. It was reported the sjm representative was to meet with the patient in order to provide a new programmer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.